Event description:
Customer reportedly, obtained result of 382 mg/dl, 289 mg/dl, 113 mg/dl, 204 mg/dl, and 215 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of the suspect system and replacement was sent.